Manufacturer narrative:
(B)(4). Batch # unk. Date of event unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that 2 staplers psee60a, lot number v9526c after firing it was no longer possible to place filling. Defect in the back of the stapler jaws. No patient consequences.